Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when patient presented remote via merlin.net transmission, change in lead impedance accompanied by a significant drop in r wave amplitude was observed. Additionally, non-sustained ventricular oversensing on the ventricular channel was observed. Patient later presented and device and lead was explanted. Lead dislodgement was observed and found to be pushed back to the atria. No alleged malfunction was reported on the device. Patient tolerated the procedure well. Due to multiple lead revisions and replacements, physician elected to allow the patient to heal. No plans for device replacement were made. Patient is stable.